Event description:
Later it was reported that the lead was returned to the manufacturer and underwent subsequent analysis. During analysis a breach in the lead was identified with fluid identified inside the insulation. Both electrode coils were found to be torn. A lead fracture condition was not duplicated in the pa lab. Testing did not verify a short-circuit condition, but based on two adjacent tears in the insulation, the conditions for a possible short circuit condition cannot be ruled out.

Manufacturer narrative:
D9. Date device returned to manufacturer; corrected information; initial MDR inadvertently omitted information known prior to submission.

Event description:
It was noted that the patient was scheduled for battery replacement initially. The patient ended up receiving a full revision however due to low impedance. The surgeon is noted to not be satisfied with this impedance value. No additional actions taken despite these comments from the surgeon were. The explanted devices have not been received to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.